Manufacturer narrative:
This case happened with an 13 year old handpiece (manufacturing 2013). The handpiece has been requested several times. It had not yet been received at the time of submission. For this reason, an investigation has not been possible to date. Consequently, no investigation results are available. There is no indication that the instrument was sent to kavo for service in the last 10 years. To avoid such issues (overheating) the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. 7.4.1 servicing with kavo spray kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilisation, but no later than after 30 minutes of operation. 7.4.2 servicing with kavo quattrocare plus kavo recommends servicing the product as part of the reprocessing after each use, i.e. After each cleaning, disinfection, and before each sterilisation, but no later than after 30 minutes of operation.

Event description:
While a dental procedure was performed on tooth #30 to remove a zirconia crown due to pulpitis - patient lip was burned.the burn was observed at the right lower commissure of the patient's lip. The doctor also notes that he has a small blister on his index finger.patient was advised to seek medical attention.